Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and replaced. An issue with the system backplane was also identified. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication failed message. The fse determined the cause of the problem to be the cine bridge board pcb and backplane. Fse replaced the cine bridge board pcb and backplane to resolve the issue. The fse verified system functionality. Based on age of the system, manufactured in 2004, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.